Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working and would not inflate. The pump stayed flat, and the physician identified that the device had fluid loss, and the source was identified as a tubing break where connector was used to connect the reservoir to the pump and cylinders. Air was also identified in the device. The ipp was explanted and replaced. No patient complications reported.

Manufacturer narrative:
D4: concomitant product UDI for reservoir is (B)(4).